Event description:
Reportedly, the subject ICD was implanted with a defibrillation lead on (B)(6) 2017. During the follow-up that occurred on (B)(6) 2018, a premature discharge of battery was detected with an estimated longevity lower than 3 months. After checking the files, several noises were observed with 1.351 episodes of ventricular fibrillation (since (B)(6) 2018), suspecting to be the cause of the premature discharge. In addition, ventricular lead impedances and continuities lower than 200ohms were observed. A re-intervention is scheduled but the date is currently unknown. Preliminary analysis confirmed the reported event and revealed that the reported issue is most probably related to a lead issue.

Event description:
Reportedly, the subject ICD was implanted with a defibrillation lead on (B)(6) 2017. During the follow-up that occurred on 11 sep 2018, a premature discharge of battery was detected with an estimated longevity lower than 3 months. After checking the files, several noises were observed with 1.351 episodes of ventricular fibrillation (since (B)(6) 2018), suspecting to be the cause of the premature discharge. In addition, ventricular lead impedances and continuities lower than 200ohms were observed. A re-intervention is scheduled but the date is currently unknown. Preliminary analysis confirmed the reported event and revealed that the reported issue is most probably related to a lead issue.

Manufacturer narrative:
It was reported that a system explantation is planned to be done on (B)(6) 2018.

Event description:
Reportedly, the subject ICD was implanted with a defibrillation lead on (B)(6) 2017. During the follow-up that occurred on (B)(6) 2018, a premature discharge of battery was detected with an estimated longevity lower than 3 months. After checking the files, several noises were observed with 1.351 episodes of ventricular fibrillation (since (B)(6) 2018), suspecting to be the cause of the premature discharge. In addition, ventricular lead impedances and continuities lower than 200ohms were observed. A re-intervention is scheduled but the date is currently unknown. Preliminary analysis confirmed the reported event and revealed that the reported issue is most probably related to a lead issue.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject ICD was implanted with a defibrillation lead on(B)(6)2017. During the follow-up that occurred on 11 sep 2018, a premature discharge of battery was detected with an estimated longevity lower than 3 months. After checking the files, several noises were observed with 1.351 episodes of ventricular fibrillation (since (B)(6)2018), suspecting to be the cause of the premature discharge. In addition, ventricular lead impedances and continuities lower than 200ohms were observed. A re-intervention is scheduled but the date is currently unknown. Preliminary analysis confirmed the reported event and revealed that the reported issue is most probably related to a lead issue.

Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20181011 - file-2018-02994 - analysis_and_closure_report_resp-2018-01527.pdf].

Manufacturer narrative:
It was reported on (B)(6)2018 that the explantation was postponed to (B)(6)2018 but it was unexpectedly performed on 22 oct 2018. It was also reported that a new system was implanted on (B)(6)2018.

Event description:
Reportedly, the subject ICD was implanted with a defibrillation lead on 09 mar 2017. During the follow-up that occurred on (B)(6)2018, a premature discharge of battery was detected with an estimated longevity lower than 3 months. After checking the files, several noises were observed with 1.351 episodes of ventricular fibrillation (since (B)(6)2018), suspecting to be the cause of the premature discharge. In addition, ventricular lead impedances and continuities lower than 200ohms were observed. A re-intervention is scheduled but the date is currently unknown. Preliminary analysis confirmed the reported event and revealed that the reported issue is most probably related to a lead issue.